Event description:
It was reported that this pacemaker exhibited oversensing and high out-of-range pacing impedance measurements on the right ventricular (rv) lead, which triggered the lead safety switch. Premature battery depletion was also noted. Subsequently, a revision procedure was performed and the pacemaker was explanted, while the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited oversensing and high out-of-range pacing impedance measurements on the right ventricular (rv) lead, which triggered the lead safety switch. Premature battery depletion was also noted. Subsequently, a revision procedure was performed and the pacemaker was explanted, while the rv lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.